Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had not been displaying the image in the lower half of the screen. The issue was found during inspection for use. There were no reports of patient involvement.